Event description:
The surgeon used a 3.0 coupler in a microsurgery case. After closing the 3.0 coupler and squeezing it with a mosquito clamp, the surgeon attempted to eject the coupler from the assembly and the ejector pin went between the coupler rings, prying them apart slightly, bending one of the coupler pins. He was able to remove the coupler from the jaw assembly and the anastomosis appeared to be sound. No patient injury occurred. Surgeon has stated there is no need for follow-up.

Manufacturer narrative:
The misalignment was caused by user/device interaction. The pt was not injured and no further follow-up is required by the surgeon. Device lot number not reported to manufacturer, therefore, manufacture and expiration dates unknown.